Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm wasn't verified in the alarm history due to history file overwritten. The following cosmetic damage was noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus/basal. Customer's blood glucose was 121 mg/dl. The alarmed occurred multiple times in the last 30 days. Troubleshooting was performed. The device had alarmed motor position encoder error alarm. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.